Event description:
The customer reported to olympus, the colonovideoscope had control body defects. Upon inspection of the customer¿s returned device, it was observed the jet-tube had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and investigation. In addition to the reportable malfunction mentioned in b5, it was observed that leak was noted at the switch 1 and the jet-tube, the distal end insulation inspection test failed, the grip was cracked, the electrical connector mouthpiece pin was corroded, the sheet holder unit was corroded, the light guide lens was corroded, and the connecting tube was wrinkled. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed to be adhered/clogged in auxiliary water channel, however, the material could not be identified. It was noted the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from switch 1 and auxiliary water channel. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.